Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2014 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) implanted on (B)(6) 2012 for sterilization and patient did not go for the confirmation test. On (B)(6) 2014 she came to the doctor with a 25-week pregnancy and she was going to have the baby. She had a different doctor who inserted the essure, and another one she went to with her pregnancy. Essure was not removed. Ptc investigation result was received on 07-oct-2014. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a lack of efficacy (pregnancy). Contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality deficit per se. In this particular case, also a medication error (treatment noncompliance) was reported. No batch number was reported. No complaint sample was provide. The technical assessment concluded unconfirmed quality defect (see technical assessment). In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up received on 17-mar-2015: information received from physician states that a (B)(6) female patient who has as medical history gravida 6, para 3, 2 spontaneous abortion, and no ectopic pregnancy nor elective or therapeutic abortion (discrepant information), has as previous gynecological intervention a cervical conization (loop electrosurgical excision procedure) and does not have previous gynecological problems or procedures nor other relevant medical history or concurrent conditions; had essure inserted on (B)(6) 2012. Patient was not post-partum at the time of insertion. Her uterus was described as anteverted and her cervix had a wart-like appearance. There was a questionable (B)(6). In addition, physician informed that cervical dilatation as well as general anesthesia was applied during procedure. No sounding was done. Health care professional described the insertion as easy and stated that right tubal ostium was "dilated". The visualization of tubal ostium was also easy and both tubes were visualized. There was no fluid loss more than 1500cc during hysteroscopy and the procedure did not take more than 20 minutes. According to physician, there was a little bit of bleeding after procedure, which was hemostatic after a ring was placed on the cervix and removed. No imaging test was performed to confirm essure placement and no hysterosalpingogram was done to confirm total occlusion. On (B)(6) 2014 pregnancy was confirmed by urine test and sonogram. The expected date of delivery was (B)(6) 2014 but, on (B)(6) 2014, due to gestational hypertension, patient delivered a live birth (delivery type: vaginal; gestational age 37 weeks; apgar scores 8/9). No other complication occurred during pregnancy or delivery. No abnormalities were observed in the fetus. Additionally physician reported that essure was not removed but removal is planned if patient follow-up with him. Follow up information received on 13-apr-2015: it was reported that the patient is scheduled for (B)(6) 2015 to remove both ovaries. Reporter did not know if the essure devices will be removed during the procedure. Follow-up information received on 30-apr-2015: it was reported that patient had her surgery done and she was going to get her x-ray done this week to check if all is ok with essure. The physician stated that this patient had her essure placed by another doctor and she came to his when she got pregnant. She had a normal pregnancy and delivery with no complications. When a laparoscopic tubal was done about a week or two ago, essure coil on the left side was found and physician removed the left tube and the left coil. When right tube was dissected, doctor did not see the coil; the right tube was removed and sent to pathology. Complete salpingectomy was done. On pathology report, no coil was seen in the tube. The coil was not seen anywhere loose in the pelvis. Physician did not know whether it was never placed or if it expelled or if it was loose in the abdomen or embedded in the omentum or elsewhere. Patient was going to have her x-ray done this week to check for the missing coil. Case upgraded to incident. The updated product technical complaint investigation and final assessment were received on 06-may-2015. Ptc assessment was updated without major changes. No new failure mode has been identified. Medical assessment: no batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither a batch number nor complaint sample were provided for a technical investigation. Follow up information received on 11-may-2015 from nurse: she stated that she already talked with the patient and she planned to possibly have x-ray done in the next days. Follow up information received on 14-may-2015 from nurse: she stated on (B)(6) 2015 x-ray was performed and showed missing essure coil was found in the pelvis (previously reported as no coil was seen in the tube/missing coils). Follow-up received on 14-may-2015: information received from physician states that a (B)(6) female patient; had essure inserted by another practice about 2 or 3 years ago. According to reporter, patient never went for hysterosalpingogram after essure placed and became pregnant. Health care professional delivered the baby on (B)(6) 2014. In addition, he performed a bilateral salpingectomy on (B)(6) 2015 and was able to see coil in left tube and could remove it from tube. The right tube went to pathology and there was no coil in tube. Kub (interpreted as kidney, ureter, bladder) done and coil was seen in pelvis, possibly in omentum. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced little bit of bleeding and she got pregnant after essure insertion. Patient gave birth to a healthy baby without complication during pregnancy or delivery. Patient underwent a complete salpingectomy. A x-ray showed that the previously reported missing coil, which was not seen in the tube, was found in the pelvis, possibly in omentum. Little bit of bleeding, interpreted as procedural bleeding, and missing essure coil was found in the pelvis are serious due to medical importance and listed in the reference safety information for essure. Pregnancy is non-serious and listed. In this particular case, the patient got pregnant about 1 year and 5 months after essure insertion and she did not return for the essure confirmation test after the insertion. Although pregnancy in the present case may be considered rather a consequence of non-compliant use, the causal relationship between essure and the pregnancy cannot be excluded. With regards to the other events, considering the nature of the events, a causal relationship cannot be excluded. This case was regarded as incident due to the required surgical intervention. A product technical analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit. Additionally, non-serious event was reported: gestational hypertension.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow-up received on 16-oct-2015: this case has been identified during monitoring of postings in FDA hosted docket website, which has been established in preparation of a public on an FDA advisory committee meeting that took place in september 2015 (case# FDA-2014-n-0736-1776). A (B)(6) female consumer reported that, shortly after her birthday this year (2015), she had to have a hysterectomy after 2 other surgeries in a 2 month time span because of an awol (as reported, understood as absent without official leave) essure coil. According to consumer, the coil was in her uterus the entire time she was pregnant with her 4th child and she now has health issues none of her other children have ever had (child case number (B)(4)). Result and assessment of the product technical complaint investigation received on 03-nov-2015: ptc results updated without major changes. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced little bit of bleeding and she got pregnant after essure insertion. Patient gave birth to a healthy baby without complication during pregnancy or delivery. Patient underwent a complete salpingectomy. Also, a hysterectomy was performed. A x-ray showed that the previously reported missing coil, which was not seen in the tube, was found in the pelvis, possibly in omentum. Little bit of bleeding, interpreted as procedural bleeding, and missing essure coil was found in the pelvis are serious due to medical importance and listed in the reference safety information for essure. Pregnancy is non-serious and listed. In this particular case, the patient got pregnant about 1 year and 5 months after essure insertion and she did not return for the essure confirmation test after the insertion. Although pregnancy in the present case may be considered rather a consequence of non-compliant use, the causal relationship between essure and the pregnancy cannot be excluded. With regards to the other events, considering the nature of the events, a causal relationship cannot be excluded. This case was regarded as incident due to the required surgical intervention. A product technical analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit. Additionally, non-serious event were reported: gestational hypertension and the coil was in her uterus the entire time she was pregnant (seen as partial expulsion of device).